Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on the same day with essure micro-insert implantation". The patient's medical history included arrhythmia, anxiety, bladder spasm, acute appendicitis, appendectomy, uterine ablation, bladder operation, hand operation, shoulder operation, leg operation, hyperlipidemia, nausea and chills. Concurrent conditions included gerd, hypertension, arthritis, cystitis, urgency-frequency syndrome, suprapubic pain, urination difficulty, vomiting, lower abdominal pain, hepatitis c, back pain (with radiation), ovarian cyst, ovarian tumor benign, uterine fibroids, hypokalemia, fatigue and spinal stenosis. Concomitant products included amitriptyline from(B)(6)2016 to (B)(6)2017, amlodipine from (B)(6)2016 to(B)(6)2016, lisinopril from (B)(6) 2015 to(B)(6)2017, naproxen from (B)(6)2017 to(B)(6)2018, nsaids since (B)(6)2012, omeprazole from (B)(6)2015 to (B)(6)2017 and paracetamol (acetaminophen) since (B)(6)2012. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)"), depression ("psych injury / psychological and psychiatric problems condition: depression"), badder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety / mental anguish"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy full, salpingectomy( bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage, anxiety, female sexual dysfunction, migraine, nausea and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, bleeding - menorrhagia (heavy menstrual bleeding), on both tubal ostia 5 coils visible in uterine cavity. Discrepancy noted previously it was reported that "essure device was successfully occluded" and now plaintiff claims that " essure confirmation test was not performed". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6)2017: uterus and cervix, bilateral fallopian tubes, and right ovary, hysterectomy with bilateral salpingectomy and oophorectomy: 1. Cervix showing no significant histopathologic abnormality. 2. Atrophic endometrium; no evidence of atypical hyperplasia or carcinoma. 3. Myometrium showing no significant histopathologic abnormality. 4. Bilateral fallopian tubes showing no significant histopathologic abnormality. 5. Right ovary showing a benign brenner tumor.. Ultrasound scan - on (B)(6)2017: impression: 1. Enlarged right ovary which appears to contain a heterogeneous mass which is nearly isoechoic to adjacent ovarian parenchyma. Mass measures roughly 3.9 cm in size. Solid ovarian tumor, endometrioma, as well as hemorrhagic cyst may be in the differential diagnosis for the appearance. 2. Left over (as written) with unremarkable sonographic appearance. 3. No evidence of ovarian torsion. 4. No dominant myometrial masses identified.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abdominal pain, pelvic pain, menorrhagia. Lot number: 740647 manufacturing date: 2010/05 expiration date: 2013/05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received : reporter, patient demographics were added. Added events apareunia (inability to have sexual intercourse), migraines /headaches, nausea, dysmenorrhea (cramping). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on the same day with essure micro-insert implantation". The patient's medical history included arrhythmia, anxiety, bladder spasm, acute appendicitis, appendectomy, uterine ablation, bladder operation, hand operation, shoulder operation, leg operation, hyperlipidemia, nausea and chills. Concurrent conditions included gerd, hypertension, arthritis, cystitis, urgency-frequency syndrome, suprapubic pain, urination difficulty, vomiting, lower abdominal pain, hepatitis c, back pain (with radiation), ovarian cyst, ovarian tumor benign, uterine fibroids, hypokalemia, fatigue and spinal stenosis. Concomitant products included amitriptyline from (B)(6) 2016 to (B)(6) 2017, amlodipine from (B)(6) 2016 to (B)(6) 2016, lisinopril from (B)(6) 2015 to (B)(6) 2017, naproxen from (B)(6) 2017 to (B)(6) 2018, nsaids since (B)(6) 2012, omeprazole from (B)(6) 2015 to (B)(6) 2017 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)"), depression ("psych injury / psychological and psychiatric problems condition: depression"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety / mental anguish"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy full, salpingectomy(bilateral), right oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, vaginal haemorrhage and dysmenorrhoea had resolved and the depression, anxiety, female sexual dysfunction, migraine and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, bleeding - menorrhagia (heavy menstrual bleeding), on both tubal ostia 5 coils visible in uterine cavity. Discrepancy noted previously it was reported that "essure device was successfully occluded" and now plaintiff claims that " essure confirmation test was not performed". Discrepancy noted in essure explant date (B)(6) 2012 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2017: uterus and cervix, bilateral fallopian tubes, and right ovary, hysterectomy with bilateral salpingectomy and oophorectomy: 1. Cervix showing no significant histopathologic abnormality. 2. Atrophic endometrium; no evidence of atypical hyperplasia or carcinoma. 3. Myometrium showing no significant histopathologic abnormality. 4. Bilateral fallopian tubes showing no significant histopathologic abnormality. 5. Right ovary showing a benign brenner tumor.. Ultrasound scan - on (B)(6) 2017: impression: 1. Enlarged right ovary which appears to contain a heterogeneous mass which is nearly isoechoic to adjacent ovarian parenchyma. Mass measures roughly 3.9 cm in size. Solid ovarian tumor, endometrioma, as well as hemorrhagic cyst may be in the differential diagnosis for the appearance. 2. Left over (as written) with unremarkable sonographic appearance. 3. No evidence of ovarian torsion. 4. No dominant myometrial masses identified. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abdominal pain, pelvic pain, menorrhagia. Lot number: 740647, manufacturing date: 2010/05, expiration date: 2013/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet: outcome of previously reported event abnormal bleeding (vaginal) was updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on the same day with essure micro-insert implantation". The patient's medical history included arrhythmia, anxiety, bladder spasm, acute appendicitis, appendectomy, uterine ablation, bladder operation, hand operation, shoulder operation, leg operation, hyperlipidemia, nausea and chills. Concurrent conditions included gerd, hypertension, arthritis, cystitis, urgency-frequency syndrome, suprapubic pain, urination difficulty, vomiting, lower abdominal pain, hepatitis c, back pain (with radiation), ovarian cyst, ovarian tumor benign, uterine fibroids, hypokalemia, fatigue and spinal stenosis. Concomitant products included amitriptyline from (B)(6)2016 to (B)(6)2017, amlodipine from (B)(6)2016 to (B)(6)2016, lisinopril from (B)(6)2015 to (B)(6)2017, naproxen from (B)(6)2017 to (B)(6)2018, nsaids since (B)(6)2012, omeprazole from (B)(6)2015 to (B)(6)2017 and paracetamol (acetaminophen) since (B)(6)2012. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)"), depression ("psych injury / psychological and psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("anxiety / mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy full, salpingectomy( bilateral). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, bleeding - menorrhagia (heavy menstrual bleeding), on both tubal ostia 5 coils visible in uterine cavity. Discrepancy noted previously it was reported that "essure device was successfully occluded" and now plaintiff claims that " essure confirmation test was not performed". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6)2017: uterus and cervix, bilateral fallopian tubes, and right ovary, hysterectomy with bilateral salpingectomy and oophorectomy: 1. Cervix showing no significant histopathologic abnormality. 2. Atrophic endometrium; no evidence of atypical hyperplasia or carcinoma. 3. Myometrium showing no significant histopathologic abnormality. 4. Bilateral fallopian tubes showing no significant histopathologic abnormality. 5. Right ovary showing a benign brenner tumor.. Ultrasound scan - on (B)(6)2017: impression: 1. Enlarged right ovary which appears to contain a heterogeneous mass which is nearly isoechoic to adjacent ovarian parenchyma. Mass measures roughly 3.9 cm in size. Solid ovarian tumor, endometrioma, as well as hemorrhagic cyst may be in the differential diagnosis for the appearance. 2. Left over (as written) with unremarkable sonographic appearance. 3. No evidence of ovarian torsion. 4. No dominant myometrial masses identified.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abdominal pain, pelvic pain, menorrhagia. Lot number: 740647 manufacturing date: 2010/05 expiration date: 2013/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on the same day with essure micro-insert implantation". The patient's medical history included arrhythmia, anxiety, bladder spasm, acute appendicitis, appendectomy, uterine ablation, bladder operation, hand operation, shoulder operation, leg operation, hyperlipidemia, nausea and chills. Concurrent conditions included gerd, hypertension, arthritis, cystitis, urgency-frequency syndrome, suprapubic pain, urination difficulty, vomiting, lower abdominal pain, hepatitis c, back pain (with radiation), ovarian cyst, ovarian tumor benign, uterine fibroids, hypokalemia, fatigue and spinal stenosis. Concomitant products included amitriptyline from (B)(6) 2016 to (B)(6) 2017, amlodipine from (B)(6) 2016, lisinopril from (B)(6) 2015 to (B)(6) 2017, naproxen from (B)(6) 2017 to (B)(6) 2018, nsaids since (B)(6) 2012, omeprazole from (B)(6) 2015 to (B)(6) 2017 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)"), depression ("psych injury / psychological and psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("anxiety / mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy full, salpingectomy( bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, bleeding - menorrhagia (heavy menstrual bleeding), on both tubal ostia 5 coils visible in uterine cavity. Discrepancy noted previously it was reported that "essure device was successfully occluded" and now plaintiff claims that " essure confirmation test was not performed". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2017: uterus and cervix, bilateral fallopian tubes, and right ovary, hysterectomy with bilateral salpingectomy and oophorectomy: cervix showing no significant histopathologic abnormality. Atrophic endometrium; no evidence of atypical hyperplasia or carcinoma. Myometrium showing no significant histopathologic abnormality. Bilateral fallopian tubes showing no significant histopathologic abnormality. Right ovary showing a benign brenner tumor.. Ultrasound scan - on (B)(6) 2017: impression: enlarged right ovary which appears to contain a heterogeneous mass which is nearly isoechoic to adjacent ovarian parenchyma. Mass measures roughly 3.9 cm in size. Solid ovarian tumor, endometrioma, as well as hemorrhagic cyst may be in the differential diagnosis for the appearance. Left over (as written) with unremarkable sonographic appearance. No evidence of ovarian torsion. No dominant myometrial masses identified. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abdominal pain, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs and medical records received: lot number was added. Reporter information, medical history, concomitant drug was added. New events "abnormal bleeding (vaginal), psychological and psychiatric problems condition: depression, anxiety and mental anguish" were added. Ablation performed on the same day with essure micro-insert implantation. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, bleeding menorrhagia (heavy menstrual bleeding), diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. The case was upgraded to incident. Events from pfs: abdominal pain, bleeding menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems. Outcome of pain, bleeding, bladder/urinary were updated. Essure removal date and procedure were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.